Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4), alleging an inaccurate result on the lifescan meter compared to a laboratory result; no results were provided by the reporter but the difference was said to be "minimal". This complaint is being reported because the results may not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.